Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of baclofen [11.3 mcg/ml] at a dose of 4.04 mcg/day and an unknown brand of morphine [1.4 mg/ml] at a dose of 0.5005 mg/day. It was reported that on (B)(6) 2017, the patient went into the office with 0.8 ml in the reservoir, and the pump volume was reset in the programmer, but the pump was not filled. The patient was in the office the day of report (B)(6) 2017 for a refill. The change in therapy/symptoms was considered sudden; however, symptoms were not specified. The event date was reported to be (B)(6) 2017. The representative stated that the hcp changed the concentration on the programmer, aspirated the catheter, and then programmed three single boluses. The drug information was updated to an unknown brand of baclofen [11.3 mcg/ml] at a dose of 1.154 mcg/day and an unknown brand of morphine [5 mg/ml] at a dose of 0.5104 mg/day. Additional information received on 2017--may-31 from the hcp via the representative reported the serial number of the physician programmer was unknown, but the representative would attempt to obtain the serial number. The cause of the pump not being filled was medication was not available/on-site on (B)(6) 2017. The patient experienced increased pain, increased spasms, increased anxiety, sweating, and abnormal blood pressure. The issue had been resolved to the representative¿s knowledge. The pump was refilled on (B)(6) 2017. No further patient complications were reported.